Manufacturer narrative:
Section a2, b2: correciton manufacturer's investigation conclusion: the evaluation of the submitted system controller log files confirmed the report of power and flow elevations to the 7 ¿ 8 range; however, a specific cause for these events and the reported gi bleeding could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number vad-61063, could not be conclusively established. The submitted log files captured minor elevations in power and estimated flow on 11jul2019 and 12jul2019, reaching values up to 7.5 w and 8.4 lpm, respectively. Minor elevations in power and estimated flow were also noted on 26jul2019, reaching values up to 8.3 w and 10.1 lpm, respectively. Despite these parameter elevations, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the submitted data. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient is currently admitted with an acute congestive heart failure exacerbation. Frequent transient flow and power elevations to the 7-8 range were noted since admission. Lactate dehydrogenase is within recent baseline, urinalysis clear, plasma free hemoglobin is pending. Log file analysis showed 214 pulsatility index events that occurred in 25.5 hours. Low voltage hazard was also observed while on battery. This looks like the patient ran the batteries down below the low voltage hazard threshold and was changing over the power source. Patient currently admitted for gastrointestinal bleed, received 3 packed red blood cells for hemoglobin of 5 at outside hospital, hemoglobin up to 8 but downtrending.